Manufacturer narrative:
At the time of the original complaint, the patient had refused to return the pump and continued using the pump. On (B)(6) 2012 the patient contacted animas stating that now all of the keypad buttons are sticking and intermittently unresponsive. Follow-up #1 date of submission 09/10/2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are intermittently responsive. There was evidence of keypad contamination found under all key contacts.

Event description:
The patient stated that the up arrow and down arrow keypad buttons have been sticking. She stated that she wears the pump in a pocket and does not clean the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.